Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that metal fragments were observed on an intraocular lens (iol). The lens was fully inserted and replaced with the same model and diopter in the same-procedure. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information section d10: device available for evaluation? Yes. Returned to manufacturer on: 12/30/19 section h3: device returned to manufacturer ¿ yes. Device evaluation: only lens returned. Lens returned cut in two pieces. No metal fragments were observed on lens pieces. Since foreign material was not returned, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed two other complaints were received under this production order; however, product deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that in follow up #2 MDR section g4 date received by manufacturer had a typo in the year (2019). The correct date is 1/15/2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.